Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the threads on a one touch ultrasoft lancing device were stripped/damaged. The patient indicated that the alleged issue started on (B)(6) 2010, at an unknown time. Two days after the alleged issue began, the patient claimed that she developed a symptom of having shaky hands. The patient denied that she received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if she was still able to test her blood glucose before and after the symptoms developed, and what actions the patient took before and after the symptoms started. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.